Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture. This record is for the left side. Device was explanted and replaced and will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture visibility/palpability was received on october 31,2025, with lot number 1218032. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage and missing .assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "left side rupture" and "unacceptable apparance and feeling of breast implant". This record is for the left side. Device was explanted and replaced, and will be returned. Device has returned.